Event description:
On (B)(6) 2025, the user reported that after announcing lunch without issue, the ilet screen became unreadable when pulled from a pocket for supper. The user stated the device had been in their pocket throughout the day, with no obvious crack present, and they were unsure how the screen issue occurred. Blood glucose was 265 mg/dl at the time of reporting. The user had not recently eaten and reported no symptoms. The user attributed the elevated glucose as possibly related to a bee sting earlier in the day but was not certain. The ilet did not provide a high/low alert. The user disconnected from the device and reverted to mdi until a replacement arrived. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.